Manufacturer narrative:
The product will not be returned so no evaluation is possible. The customer noticed a "crackling" noise which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
The customer reported that the pod made a "crackling noise". In addition, high bg levels were experienced (no specific bg's were provided but are assumed to be greater than 250 mg/dl). No additional information was provided about the device or the event. The pod will not be returned for evaluation. Note: due to human error, this complaint was incorrectly "flagged" in insulet's complaint management database. As a result, the complaint had not been assigned to insulet's regulatory affairs group for an MDR reportability assessment. The root cause of this oversight and a plan to mitigate the risk of its recurrence is currently being addressed on insulet (B)(4).